Event description:
It was reported that the device exhibited an alarm, and then stops, while in use. The incident occurred at patient's home. The issue was solved by replacing the pump. No adverse patient effects were reported by the customer.

Manufacturer narrative:
B3: unknown. E1: phone (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed cracked rear housing. The event history log confirmed ¿high pressure alarms¿ occurred. Functional testing was unable to replicate the reported issue. The root cause was unknown. The downstream occlusion (dso) sensor was replaced as a preventive measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.